Event description:
It was reported that in an excelsius surgery, after the case we took post op x-rays and noted that right l5 had breached the pedicle laterally and the rod had rotated. We did get a skive reading with the burr off this screw hole prep but we thought we had corrected it as the rest of the instruments- drill, tap and driver all had their green border around the screen and looked to be on target. This surgeon does not like to take post op images after inserting his screws, he waits until he has decompressed and inserted his rods and does a final x-ray. It's only then did we get to see that the screw had breached the pedicle laterally. We can't say whether it was breached during insertion or due to him having major difficulty in seating the rod which then rotated and possibly caused the screw to break out the pedicle wall. The patients anatomy was challenging so the screw was planned quite laterally in order to line up the heads for easier rod insertion.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.